Event description:
An implant patient registry (ipr) card was returned to edwards stating that the sapien valve was explanted and replaced with an edwards surgical bioprosthesis. The ipr card indicated that the sapien valve was implanted and explanted on the same day. Additional investigation revealed that following deployment via off-label transaortic approach, the sapien valve embolized into the patient's aorta. Consequently, the patient was converted to open surgery to remove the embolized valve and implant a surgical valve. Per report, no ventricular septal hypertrophy or mitral annular calcification was noted. The patient's native aortic valve and root were severely calcified. The procedure was performed in an operating room with a c-arm image intensifier and the image intensifier angle (iia) was described as poor. The coaxial alignment of the valve and delivery system were described as fair. During deployment, pacing capture was not lost, ventilation was held, and the balloon inflation was held for three or more seconds. The sapien valve was positioned and deployed 60:40 aortic. The sapien valve embolized aortic after approximately two heart beats.

Manufacturer narrative:
The edwards sapien transcatheter heart valve is not indicated for delivery via a transaortic approach; however, valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition and/or embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. Physicians are extensively trained by edwards before they are qualified to use the sapien valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. However, due to the fact that this is an off-label use of the device, there are no specific instructions for the deployment of the sapien valve via a transaortic approach. Per report, neither echo nor cine imaging from the procedure are available to edwards for review. With the limited information provided, and in the absence of imaging, the root cause of the valve embolization cannot be assessed. It is possible that patient (severe aortic calcification) and / or procedural factors (poor iia and fair coaxial alignment) contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.